Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports "I have recently explanted ruptured allergan implants" this record relates to right side. Device has been explanted.

Event description:
Patient reports "I have recently explanted ruptured allergan implants" this record relates to right side. Device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified; red encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reports "I have recently explanted ruptured allergan implants" this record relates to right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted.